Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was intermittently suspending insulin delivery inappropriately. The customer's blood glucose (bg) level was 357 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 07 september 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that basal software was working as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.